Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. The external interface board was replaced and the problem corrected. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that during routine preventative maintenance it was determined that the 9800 system had intermittent communication errors with the external interface. There was no adverse pt involvement reported.